Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead (B)(4) .

Event description:
It was reported that at a follow up appointment, the patient¿s doctor suspected a possible infection and sent the patient to an infectious disease doctor for evaluation. No device diagnostics or troubleshooting were performed. The results of any laboratory work were unknown and along with if any antibiotics had been prescribed. No patient symptoms or complications were reported that were associated with the event. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.